Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Patient reported left side "thick lymph node" and device rupture, diagnosed during a routine gynecological check up (unknown date and unknown method) and confirmed by a healthcare professional. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device explanted and replaced.

Event description:
Patient reported left side "thick lymph node" and device rupture, diagnosed during a routine gynecological check up (unknown date and unknown method) and confirmed by a healthcare professional. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as unidentified (tear) opening. (Shell thickness within specification) lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient has reported a "thick lymph node" and left side device rupture diagnosed by ultrasound and confirmed intraoperatively. Later patient reported "inoperable lymph node silicone deposits." Device has been explanted and replaced with a non-allergan device.